Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leaking where the syringe was attached to the bonded maxzero. The IV line was newly hung (B)(6) 2018 in between 10pm to midnight with the leak discovered at 6am. The nurse disconnected, cleaned the area then reconnected with the leak still occurring. There was no patient harm.

Event description:
The customer reported leaking where the syringe was attached to the bonded maxzero. The IV line was newly hung (B)(6) 2018 in between 10pm to midnight with the leak discovered at 6am. The nurse disconnected, cleaned the area then reconnected with the leak still occurring. There was no patient harm.